Event description:
A customer complained that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using a vitros 5600 integrated system. Patient result: 0.446 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported outside of the laboratory and a corrected report was later issued. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using a vitros 5600 integrated system. The assignable cause for event is analyzer related, as a within-run precision test was outside of ocd guidelines, indicating the vitros 5600 integrated system was not performing as intended. Following service actions, acceptable tropi es performance was obtained. Pre-analytical sample processing could not be ruled out as a contributing factor. There was no indication the vitros tropi reagent contributed to the event.